Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device following an angioplasty and stent placement procedure. It was reported the "device stuck to the femoral artery." It was reported that a femostop also failed and manual compression was used to achieve closure. Post procedure, during the night, it was reported that the patient developed pain in the right thigh. The patient also experienced vomiting and sweats. The physician was called at 0700 due to vagal distress and hypotension of 75/50. A large hematoma of the right thigh was noted with approximately 1000cc's blood in the hematoma. Blood work was performed. The hypotension and vagal symptoms improved after 0.5 mg of atropine. The patient became hypotensive again, two hours later. The hemoglobin was reported to be 9.4g/dl. The patient was transferred to the ICU. The patient's pulse was 93bpm, blood pressure 112/58, then 76/35, temperature 37c, respiration 24, oxygen saturation 93% on 10l/min of oxygen. After 24 hours the patient was stable, hemoglobin 8.4g/dl, but they developed dyspnea and metabolic acidosis. The patient was intubated and placed on a ventilator. The patient passed away due to multi-organ failure.